Manufacturer narrative:
This record was found to be a duplicate of 9617594-2024-01181. Please consider void.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a clave neutral connector the report states that the device had visible medication leakage from clave neutral connector (nad) and pressure disc tubing. The event did occur while in use with the patient during infusion and no serious injury/death reported

Manufacturer narrative:
Investigation summary: the complaint of leaks on item b3300 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review couldn't be performed due to the lot number for this complaint was unknown.